Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-dec-2024, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had symptoms of withdrawal. It was unknown if any sort of medical work up was done to identify the symptom change by the healthcare provider (hcp). Today, the patient was coming in for troubleshooting and they may do a dye study or revision soon if needed, but the patient was not in office yet. A company representative (rep) stated that the pump was not alarming. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the patient¿s withdrawal symptom unknown at this time. The patient was pump was reprogrammed to a different flex dose for every four hours. The physician has not heard anything from the patient, so he assumed they were doing well. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting the patient stated that he had not been experiencing any withdrawal like symptoms since the last programming session with flex dosing. However, the patient was concerned about going through withdrawals again and opted to replace the pump and catheter per the doctor¿s recommendations. During the procedure, the doctor was able to aspirate from the existing catheter but it had slow flow. He inserted a new 8780 catheter and a new 40 ml pump and the flow was a lot faster.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.